Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient experience pain at the implant site. It was noted that patient had burning and swelling at the implant site. The patient underwent an ipg replacement procedure.